Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user was educated on crusting, stomahesive powder with barrier wipes and was also educated on the procedure for using adhesive removers. From a clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc - 2 pc durahesive (dh) convex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
The end user called in to state the adhesive was hard to remove and has a blister and stripped skin under both barrier and tape collar.